Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. Attempts have been made to obtain additional information by phone and fax.. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported seeing dark parenthesis obstructions after cataract surgery with an intraocular lens (iol) implant. The consumer stated "the parenthesis obstructions are truly a quality of life issue and sight obstructive." There are two medical device reports associated with this patient. This report is for the right eye. Additional information has been requested.